Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a battery outlimit alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer tried to change battery several times and the same problem occurred. The customer was advised to change battery during the call, to be sure that time without battery in insulin pump is less that 1 minute. The customer did it and alarm battery outlimit occurred again. The customer was advised that we will replace the insulin pump. The customer asked for bigger insulin pump 554 to 754.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.